Manufacturer narrative:
The manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. (B)(4). Mfg. Site name- coherent inc. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 16, 2017 that a flexiva 365 laser fiber was used during a percutaneous nephrolithotomy (pcnl) procedure to break a stone in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis 100h laser with settings of 0.8 joules and 8 hertz. According to the complainant, the procedure performed on (B)(6) 2017 completed with no noted issues. However, on (B)(6) 2017, a second pcnl procedure was performed and the physician noticed that a fiber fragment about a centimeter long had been left inside the kidney from the previous procedure on (B)(6) 2017. The complainant reported that the physician did not know that there was a broken piece of the fiber left inside the patient from the (B)(6) 2017 case until the procedure on (B)(6) 2017. The broken fragment was retrieved with a grasper and nothing was left inside the patient. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.